Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's back was in pain all day and that when they got home they noticed that their stimulation was off despite the ins being 100% charged. The patient noted that they did not turn the ins off. The following day the patient reported that they ins had been showing 'off' at random times but that they had the ins checked and that it was 'working perfectly.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient stated that they were experiencing their stimulation turning off at night. They stated that when they wake up in the morning they will have to go back in and turn their stimulation back on. The patient stated that they couldn't feel the stimulation so they knew it was off. On the call they communicated with their ins using their controller and it showed stimulation was on. The patient increased stimulation from 6.4 to 6.8 and confirmed they could feel it and it was comfortable. The patient stated that they had never checked the home screen to see if the current group, group a, was outlined in green. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss their issue further if it continues, even if the group was highlighted in green. Patient services reviewed that it was unlikely that the ins was turning off on its own. They reviewed that if this happened again, to check the home screen to verify if the green was outlining the group. Patient services reviewed if it was, this could be a therapy issue and they could discuss this with their hcp. The event occurred last week in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they couldn¿t figure out how to change programs and saw a no device found screen. Troubleshooting confirmed the implant was 90% charged and then the patient was able to connect with the controller and change from group a to c. The patient mentioned that the therapy was turning off by itself as the stimulation was off when they connected the controller. The patient noted some days their back was hurting and they would realize stimulation had turned off by itself.

Event description:
Additional information was received and it was reported that the controller showed a system problem message with rm04 when charging the implant. They got a m20 message and they removed the batteries and reinserted it which resolved the issue. They noticed when they went to charge the implant that the implant was off and the battery wasn't depleted. They were in pain and the ins turned itself off. They had charged the controller the night prior. After resetting the controller the screen showed that the ins was at 60%, but they didn't see the controller battery. The controller showed no device found without the recharger and the recharger. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.